Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The patient's device was explanted in 2007 (exact date not reported) due to an abscess and the skin flap breaking down at the receiver/stimulator site. The patient was reimplanted in the contralateral ear in 2008.